Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the ceramic tip (insulation beak) led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ceramic tip of the inner sheath was broken. The issue occurred during inspection for use during a therapeutic, transurethral resection in saline procedure. There was no patient involvement.